Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a cardioversion procedure, the device was in backup mode due to event queue overflow and inappropriate therapy was delivered. The device was reprogrammed and the patient was stable.